Event description:
Caller reports patient tested 4.3 inr on the coaguchek xs system and 1.8 inr on a comparison lab. No treatment based on device results. No adverse events reported. Requested return of suspect system and replacement sent.